Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on 7/31/2018. (B)(4) submitted for the adverse event which occurred on 11/13/2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2018. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced severe pelvic pain and incontinence. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/13/2022 .